Manufacturer narrative:
The investigation for the reported thrombus has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, information provided was sufficient to determine a root cause. Root cause of the issue was patient movement overnight due to improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support the impella moved into the right ventricle after the patient was turned. Upon removal of the rp, a large clot was noted when the device was removed from the peel away sheath. There was no reported harm or injury to the patient.